Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed and visual summary analysis of the lead indicated damage at implant. The analyst also noted: the helix was compressed inside sleeve head and there was over-rotation during implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the helix on the lead was blocked and would not extend during implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.